Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "very ill for past few years, autoimmune problems,¿ and ¿dark spot found in her chest cavity.¿ healthcare professional later reported rupture. The device remains implanted. This record is for the left side.